Event description:
Patient was asymptomatic, but MRI showed big extrusion in the tibial tunnel; serious case of synovitis and histology showed multiple specs of calcium. No other information is available for this incident.

Manufacturer narrative:
Product recall initiated august 21, 2007. No product is being returned for evaluation.